Event description:
It was reported that during the implant procedure, the physician felt interference while inserting and advancing the torque wrench tip into the implantable pulse generator (ipg). Although there was interference with the wrench, the physician then advanced the lead into the device and the torque wrench could not be extracted from the device, and the set-screw came out of the ipg. The ipg was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.